Event description:
A customer reported an incident where their epiq ultrasound system locked up during a cardiac mitraclip procedure while using a tee transducer. The lockup required a system reboot to regain functionality, and the procedure was successfully completed with no adverse effects to the patient. The field service engineer ordered a replacement acquisition module to resolve the customers issue. A thorough investigation was performed in r&d, including analysis of system logs, to identify the root cause of the reported issue. The engineering team confirmed that the issue was not reproducible. The acquisition module will be evaluated when returned to philips. The analysis will be included in a follow up report.

Manufacturer narrative:
A thorough investigation was performed, including analysis of logs, to identify the root cause of the reported issue. The engineering team confirmed that the issue was not reproducible.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.